Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reported contacted animas alleging the patient's blood glucose on that day was 540 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient was treated in an emergency room with insulin via injection and intravenous fluids, they resumed pump therapy, and the pump's basal rate settings were recently changed by a healthcare provider. During troubleshooting, it was determined the patient was not priming the tubing during the prime sequence. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a reported use error.